Event description:
It was reported this was the patient¿s third attempt to implant a pump because he had three spinal fusions and the healthcare provider (hcp) had problems with his anatomy because of scar tissue and fusions. It was also reported it was the third attempt "because I have bladder problems and the urologist and my pain doctor were sort of at odds with leaving the pain pump in with my bladder problems.¿ the patient also has a stimulator for gastrointestinal issues. The pump was being used to deliver morphine. Additional information noted the neurologist put in the catheter and the pain doctor put in the pump. The patient had two previous trials where the hcp was unable to get the catheter in because of the anatomy of the patient¿s back and because it was ¿messed up from all the spinal fusion.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).